Manufacturer narrative:
(B)(4), catalog #1650de, MFR date: 09/26/2014, exp. Date: 09/30/2015, (B)(4). (B)(4), catalog #1650de, MFR date: 09/29/2014, exp. Date: 09/30/2015, (B)(4). (B)(4), catalog #1650de, MFR date: 10/02/2014, exp. Date: 10/31/2015, (B)(4). (B)(4), catalog #1650de, MFR date: 10/03/2014, exp. Date: 10/31/2015, (B)(4). (B)(4), catalog #1650de, MFR date: 10/03/2014, exp. Date: 10/31/2015, (B)(4). One controller and five batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event (power switching) was confirmed during the controller log file analysis. Said switching events involved batteries (B)(4), and appeared to be the result of momentary disconnections between the controller and the batteries. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The controller was upgraded to smr on 01/07/2016. The most likely root cause of the reported event can be attributed to momentary disconnects between the controller and the batteries. The manufacturer has opened an internal investigation to evaluate the root cause of the momentary disconnects. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the controller was updated on (B)(6); nevertheless: the controller changed from one power port to the other one before batteries are down to 25% (>25%). An elective controller exchange was performed and it was stated that there were no effect on the patient and the patient was doing fine the whole time. No additional information available.